Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel perforation occurred. Patient presented due to restenosis of a non-bsc stent placed in (B)(6) 2014. A bsc cutting balloon was selected to treat the target lesion. When the physician was advancing the cutting balloon down the vessel, the device ¿came off the guide wire¿. The procedure was completed with a drug-coated balloon. Several hours following the procedure the patient complained of leg swelling and soft to touch. Following the procedure the physician reviewed the images from the procedure a micro-perforation occurred following the issue with the cutting balloon and he believes that was what had caused the swelling and irritation. No additional patient complications were reported.